Event description:
Legal claim states patient was revised due to "the components failed and the remnants of same were removed." The attorney further states, "due tothe extreme pain associated with the failure of the products."